Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2021: product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 29-jan-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient was not getting the coverage that they were getting previously where it was taking away the majority of the pain. Patient had increased pain since it started. Patient wanted to know if a manufacturer representative (rep) could meet them at their healthcare provider (hcp) appointment to reprogram the device. Patient reported the paddle was placed too far to one side by the surgeon. It did not cover full area of pain. The frequency was uped and set far to that side as possible to cover more of the pain. The patient has to charge the implant daily now. The issue is not resolved all the way but it is better. The only draw back is patient spends several hours charging the implant.

Event description:
Additional information was received from the healthcare provider (hcp). Hcp reported that they do not agree that the paddle was placed too far on one side and that x-rays and emgs both showed bilateral coverage. Hcp reported no actions will be taken to resolve the issue as the patient never reached out tothem after the post-op recovery was complete. Hcp theorized that it was likely the patient had acclimated to their scs device and will not receive further benefit given that they initially had pain improvement and 3 years later lost it.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2021,product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.